Event description:
It was reported that during implant the guidewire could not be removed from the left ventricular lead. The lead was not used, another lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.